Event description:
A pt was treated in approx. 9/96 into the crow's feet area and nasolabial folds by an unk physician , exact date unk. Immediately after the treatment, the pt developed edema at the right crow's feet and upper and lower eyelid edema of the right eye only. The edema persisted, and was intermittent in nature. The physician saw the pt (exact date unk) and prescribed a twelve day medrol dosepak. The pt returned to the office on 3/12/97 and reported that the medrol did not help the symptoms at all. The physician was unsure if the eyelid edema was related to the collagen and was not sure if the edema at the crow's feet represented a hypersensitivity.

Manufacturer narrative:
On 4/15/97, follow up info from the reporting physician revealed that the patient was injected by a beautician, not a physician. The physician spoke to the beautician twice, last time the week of 4/7/97, at which time the beautician stated that he does not use collagen and stated that he injected "water" into the crow's feet and nasolabial folds.